Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported issue. The service history log was reviewed and confirmed the reported issue. It was found that the set screws were missing from the plunger handle assembly. The set screws were added and the pump passed all testing.

Event description:
It was reported that the pump showed a check syringe plunger sensor error. There was no patient involvement.